Event description:
New information received notes the leads could not be tested through the implantable cardioverter device (ICD) prior to a procedure to explant the ICD on (B)(6) 2024. During the case, the abbott right atrial (ra) and non-abbott right ventricular (rv) lead were tested via the pacing system analyzer (psa) and sensing, thresholds and impedance were all within normal limits. The leads were connected to the new ICD and programmer, and all were within normal limits. No visual damage was observed on the leads. There was no issue or complication with the patient before, during and after the procedure.

Event description:
Related manufacturer report # 2017865-2024-22319. It was reported that there was abrupt battery depletion observed on the implantable cardioverter defibrillator (ICD). The ICD was found to have reached the elective replacement indicator (eri) on (B)(6) 2024. Transmission on (B)(6) 2023 had estimated 2.6 - 3.1 years of remaining battery life. The patient was brought into clinic for a follow up and it was confirmed end of service (eos) was reached (B)(6) 2024. It was also observed that the right atrial (ra) abbott lead pacing impedance was less than the lower limit. The pacing and high voltage impedance for the non-abbott right ventricular (rv) lead was also low. No capture was present on both the ra and rv leads. The patient was pending a procedure for replacement. There were no adverse patient consequences.